Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); batch/lot number: 5007851; model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patient had an inadequate stimulation. The patient underwent a revision procedure wherein the lead was repositioned. The patient was doing well postoperatively.